Manufacturer narrative:
Analysis of the [recharger], model [97755-s ], s/n (B)(6), revealed. Analysis found: poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that this past saturday night, the controller was acting funny while they were charging the implant. Pt stated they were able to charge the implant to 90% when the charging session stopped and the controller died. Then the next morning, the implant battery was down to 70% and they tried to recharge the implant, but they kept getting replace controller batteries soon and poor recharge quality messages. Patient mentioned they tried resetting the controller a couple of times, but they still kept getting the same error message. This morning, they got another error message 'battery empty. Cannot provide stimulation. Recharge your implanted device.' Agent had pt reset the controller, inspect visible damage to the battery compartment pins, battery pack, recharger and controller port, and clean the connections. Pt confirmed no visible damage. Patient stated that the controller battery was 100% while the implant was empty. Pt mentioned they didn't have any issues charging the controller. Agent had pt start a recharging session but pt got replace controller batteries soon message again. Agent reviewed the replace controller batteries soon message but pt got escalated and said they couldn't get any stimulation and was adamant that the issue was with the battery pack. Due to nature of call, agent sent a repair request to replace the battery pack. Patient (pt) called back to inquire tracking number of replacement battery pack. Agent reviewed information. Package was out for delivery today. Pt called back stating that they got the replacement battery pack and they charged the controller with the new battery pack. Pt said that the controller was at 90% and they tried charging the implantable neurostimulator (ins), however the equipment quit charging the ins. Pt said that initially they saw recharging excellent and then recharging good, however, the equipment then quit charging the ins. Pt was currently seeing recharging excellent while actively charging the ins, however pt said that sometimes the controller would just say recharging and wouldn't say good or excellent. Agent had the pt press stop, disconnect the recharger from the controller, reset the controller, and unlock the controller. Pt saw battery empty cannot provide stimulation recharge implanted device. The controller was at 70% now and the ins was in the red. Agent had the pt initiate an ins recharging session. Pt saw recharging excellent and the controller light was flashing green. Pt said that then recharging was just indicated without a charging quality. Pt said that the recharger paddle would usually get warm while charging the ins and now the recharger paddle was not warm at all. Agent reviewed recharger replacement with the pt.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.